Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The step motor was found faulty and was replaced. The step motor is part of the inspiratory air gas flow regulation. Visual examination of the returned step motor showed nothing unusual and function testing did not reproduce the reported problem. The step motor functioned normally and without deviation. The cause for the experienced event with the inspiratory valve intermittently remaining closed has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the inspiratory valve intermittently remained closed. There was no patient involvement. (B)(4).